Manufacturer narrative:
Concomitant medications continued: pre-procedure medications included clopidogrel and aspirin. Intra-procedure medications included bivalirudin (angiomax). Post-procedure medications included aspirin and clopidogrel. Concomitant devices continued: 6-french champ guide catheter and 3.0x13mm cypher stent. Concomitant medications continued: adenosine during the procedure. Post-procedure medications included premarin, xanaz, potassium, lisinopril, imodium, plavix, nitrostat as needed, chantix and bentyl. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt.

Event description:
The notification received for (B)(4) study indicated that 7 months after the index procedure, the patient had an abnormal stress test and chest discomfort resulting in target lesion revascularization with a drug eluting stent. The physician performed ffr wire with adenosine intravenously with the rca showing an fr of 0.93 with a cutoff of 0.85. Due to this and questionable 60-70% stenosis in the distal aspect of the stent, with the use of a champ 6-french guide catheter a 3.0x13mm cypher stent was deployed after pre-dilatation. There was excellent angiographic result with timi 3 flow and 0% residual stenosis. During the index procedure, pci was performed on a 95% de novo lesion in the proximal rca of 12mm in length in a 3.0mm vessel diameter. The (type a) lesion was ostial. A 3.0x13mm cypher stent was deployed at 18 atm by direct stenting. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively.

Manufacturer narrative:
The complaint received states that approximately seven months post index procedure, this cypress study patient suffered instent restenosis. This is a (B)(6) female with medical history including lcx pci 2008, hypertension, obesity, smoking, hyperlipidemia, sleep apnea, family history positive for cad and positive functional cardiac test. (B)(6) 2010, the index procedure, pci was performed on a 95% de novo lesion in the proximal rca of 12mm in length in a 3.0mm vessel diameter. The (type a) lesion was ostial. A 3.0x13mm cypher stent was deployed at 18 atms by direct stenting. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. Approximately 7 months after the index procedure, the patient had an abnormal stress test and chest discomfort resulting in target lesion revascularization with a drug eluting stent. The physician performed ffr wire with adenosine intravenously with the rca showing an fr of 0.93 with a cutoff of 0.85. Due to this and questionable 60-70% stenosis in the distal aspect of the stent, with the use of a champ 6-french guide catheter a 3.0x13mm cypher stent was deployed after pre-dilatation. There was excellent angiographic result with timi 3 flow and 0% residual stenosis. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094025 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.